Event description:
The sales representative reported that the tip of this product broke off during an ablation case. The doctor was not able to locate the tip inside the pt. The tip could potentially be inside of the pt, but the location of broken tip is unk.

Manufacturer narrative:
The device will not be returned for investigation as it was discarded by the customer. Add'l info will be provided after the investigation is completed.